Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the accuracy issue began on the morning of (B)(6) 2017 when she alleged obtaining blood glucose results of ¿below 20 and 50mg/dl¿ using the subject device within 20 minutes of each other. Based on statistical methodology, the difference between these results exceeds lifescan¿s criteria for precision. The patient manages her diabetes using humalog, lantus and metformin and she reportedly continued with her usual diabetes management routine (including sliding scale) after the alleged issue began. The patient denied experiencing any symptoms and reportedly visited her doctor¿s office on the morning of (B)(6) 2017 where her hcp reduced the dose of her medication(s). The patient confirmed that her blood glucose was not measured using any other device. At the time of troubleshooting, the csr determined that the device was set to the correct unit of measure, the same approved sample site was used for testing, the patient¿s testing procedure was correct and the test strips were stored correctly and within expiry. The csr noted that the patient did not have any control solution. Return of the subject device was requested for investigation and replacement products have been sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.